Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1391 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "5fr double lumen solo PICC inserted during a procedure today. PICC flushed and leak noted at the hub." No other information was reported.